Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
The customer reported an issue with their meter, which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed through the fa16may2006 letter. In addition, the serial number as reported by the customer is inconsistent with our serial number system. If the meter is returned and investigated, the correct serial number will be reflected in the follow-up report.